Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 3387s-40, lot# va0zww6, implanted: (B)(6) 2015, explanted: (B)(6)2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the lead was removed without replacement. The ins and extensions remained implanted. The rep further verified that the lead was removed and nothing had been implanted until the infection heals. No further patient complications were reported/ anticipated as a result of this event.